Event description:
It was reported that the 840 ventilator oxygen (02) sensor failed calibration. Patient involvement was not provided. The service engineer inspected the ventilator and replaced the 02 sensor. The ventilator passed all testing and was placed back in use at the customer site.